Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the act button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.